Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was changing her infusion set when she dropped the insulin pump. The customer stated that she subsequently was not able to remove the reservoir out of the insulin pump because the reservoir was jammed. The customer's blood glucose was 183 mg/dl. The customer also stated that there were cracks at the reservoir compartment area. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube window, a missing end cap sticker and a cracked reservoir tube.